Event description:
It was reported; the surgeon confirmed by the use of x-ray images that the connector broke. Therefore, the surgeon planned the revision surgery on (B)(6) 2013.

Manufacturer narrative:
Method: visual inspection; results: the likely cause is excessive forces acting on the connector, possibly due to the patient's movement post-op. Conclusion: the xia titanium 4.5 extended connector small was confirmed to be fractured upon visual inspection. X-rays were obtained from the sales rep which clearly displayed the fractured connector. This event occurred post-op and required a revision surgery. The manufacturing records were reviewed and there were no discrepancies found during the manufacturing process.

Event description:
It was reported; the surgeon confirmed by the use of x-ray images that the connector broke. Therefore, the surgeon planned the revision surgery on (B)(6) 2013.